Event description:
Nurse called to report a hospitalization due to high blood glucose. Customer is hospitalized due to diabetes, but not insulin pump related. The current blood glucose reading is 320 mg/dl. Hospital is treating with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.